Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The device was not returned for investigation, therefore no further investigation into the root cause of the reported issue could be performed. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required. Show less.

Event description:
It was reported that there was a crackling noise heard at the power point end where the monitor was plugged in. A staff member went to turn off the power point and unplug the device from the wall and noticed the pins on the power cord were burnt and a burning smell was also present. This incident has been captured under hillrom complaint ref # (B)(4).